Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event logs 11, 227, 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality (smu) test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a higher reading of 79 mg/dl obtained on the abbott diabetes care (adc) device compared to a reading of 37 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as unable to speak, vomiting, sweating, hypoglycemia, and dehydration. The customer presented at a hospital and received healthcare professional (hcp) administration of intravenous glucose and "go friend" as treatment for the diagnosis of hypoglycemia. Subsequently, a reading of 125 mg/dl was obtained on an hcp meter. The customer was hospitalized for an unspecified amount of time. There was no report of death or permanent impairment associated with this event.